Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and order delay icons displayed along with the critical override icon. A technical support specialist (tss) restarted the data synchronization services on station, but still critical override icon remained. On the server, the device tab in server showed critical override indicators even though the feature was not enabled at the device level, and healthsight viewer (hsv) confirmed critical override notices caused by patient and order data not crossing over. A downtime query revealed that carefusion coordination engine (cce) messages had stopped crossing, with a disconnected flag identified on the cce. Restarting the external messaging service and related .net services did not resolve the issue, so the interface services utility cce (build 1) was deployed successfully. Following this, hsv cleared the patient/order delay and critical override notices, and verification on both stations confirmed the icons were no longer present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was no critical override. Customer tried to recover the station, but issue remains the same. There were no adverse events or injuries reported based on this event.